Manufacturer narrative:
H3: product analysis found that the nim-neuro 3.0 was received in good cosmetic condition. Latest software was present. During pre-test no anomalies found, customer's complaint not confirmed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253410, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that the customers reason for return has been confirmed, the patient interface does nothing on stim 1. The lid screw channels are broken. Fuses were broken. Housing was cracked. H4:02.01.2019 h6: fdm b01, fdr c070603 & c07, fdc d16 and img g0201202, g0405213 & g04070 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe was not giving any value. There was no patient impact.

Event description:
Additional information received that during set up of tiroides procedure, the signal was not visible on the screen. Another device was used to complete surgery.

Manufacturer narrative:
H6: previously applied fdc d16 and imf f26 code are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: b)(6), UDI#: (B)(4), h6: previously applied fdc d16 and imf f26 code are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.